Manufacturer narrative:
Investigation: 1 sample was returned to sbdm, lot number is 2907181. Sbdm conducted clamping test for normal using condition and air pressure test for the complaint sample. Clamping test under normal using condition: sbdm conduct leakage test under normal using condition for the complaint sample, there was no drug leakage. Clamping test under high air pressure: sbdm conduct leakage test under air pressure(0.51mpa) for the complaint sample, we found that there was no air bubble leakage. House sample inspection: sbdm inspected 30 pcs house samples from lots 2907021, 2907181 and 2907292, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 2907181, no abnormality observed. The customer complaint was that there is leakage in rubber area. Sbdm conducted inspection of the complaint sample & house samples for leakage test under normal condition and high pressure. The conclusion was that there was no leakage on the received complaint sample and house samples.

Event description:
It was reported that before use of the IV set an120 w/o bp there was an issue with leakage in rubber area. The following information was provided by the initial reporter: during the setting of the IV set, a drug (anti-cancer) was leaked from the rubber connection.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the IV set an120 w/o bp there was an issue with leakage in rubber area. The following information was provided by the initial reporter: during the setting of the IV set, a drug (anti-cancer) was leaked from the rubber connection.